Event description:
Patient prepped and draped for surgery. Laparoscopic cables placed on field in preparation for commencement of procedure. Insufflator, camera, light cable, regular bovie and monopolar cable passed from field and connected by circulating nurse. Equipment not turned on at this time. Procedure time out performed. Scrub technician and surgeon turned to back table to further prepare equipment required for procedure. Circulating nurse turned to desk mounted workstation to commence case documentation (back to field). Circulating nurse switched side monitor from "patient information" screen to remote screen using red "x" in corner or screen. Equipment remained in standby mode. Turning back to the field, surgical technician announced loudly that light cable was activated and had burned through surgical drapes. Light source was immediately removed from surgical field and turned off. Drapes were removed in order to asses patient for injury. It was noted that the hot tip of light cable had in fact burnt the patients right anterior knee. Circulating nurse immediately notified chain of command and biomedical engineering for assistance after placing ice pack on burn site. Patient re prepped, draped and surgery completed. Post procedure, silver sulfadiazine cream, xeroform and tegaderm dressing applied to wound.